Event description:
I was gravely sick on and off from (B)(6) 2014 - (B)(6) 2015; then again ongoing from (B)(6) 2015 - (B)(6) 2016. Ongoing side effects over 20 till (B)(6) 2019. Diagnosed with bii in (B)(6) 2016 from implants. Started with breathing problems, brain fog, bp striking up unexpected to over 210/110 many times, sweats, dizziness, passing out. Hospitalized (B)(6) 2014, 5 days, on and off to ER through (B)(6) 2015. Finally after having 20+ symptoms, being rushed to hosp (B)(6) 2016 - (B)(6) 2016 6+ times with life threatening. It's found I had leaking implant, removed (B)(6) 2016, determined silicone patches other determined bii, and sarcoidosis, metals leaking body for over 2 1/2 years. Due to everything I have battled bii or over 4 years, diagnosed with sarcoidosis in chest wall, 3 lymph nodes. Stable but now having to have scar tissue out for diagnosis of rare cancer. Implants ruined my life. No one said anything of risks except possible leak or hardening. I am in process of suing, implants should not be legal. Mentor implants - leak; allergan, natrelle silicone implants, removed (B)(6) 2019 due to body rejecting. Inflammation of joints / muscles due to sarcoidosis. Gastrointestinal problems due to leakage of silicone, fibromyalgia symptoms.